Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that they had an unrelated surgery and before the surgery, they turned the stimulation off and after the surgery they turned it back on at the hospital but she was still incontinent at the hospital (B)(6) 2019) and when she got home and stood up a large amount of urine came out. However, she checked machine today and the app said stim was off but she had turned it on at the hospital. Pt did not expect stim off and wants to know why it was off when she had turned it back on. Patient said before the unrelated surgery, the stimulator was helpful for her incontinence. Patient further stated that she was thinking maybe she was having problems because she increased it too high and her bowels aren't moving and said because she increased before and she got hemorrhoids real bad then she changed it to 3 to 1.6 1.7. Patient also stated that now she is sitting playing with it and she is not feeling anything. During troubleshooting, pat agent worked with patient and her patient programmer to understand how to use the pp and how to not accidentally turn stim off. Patient eventually set it on program 3 at 0.9. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.